Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 35 mg/dl at the time of the incident. Customer report other blood glucose value was 130 mg/dl, 78 mg/dl. Customer reports insulin pump had motor error alarm. Customer reports was able to successfully clear the alarm and able to complete rewind the pump. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. The insulin pump will not be returned for analysis.